Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that on follow up CT performed on an unknown date, an endoleak of unknown origin was observed. It was reported that approximately 7 years post index procedure, an angiogram was performed and the endoleak appeared to come from the mid left common iliac limb. The physician stated that they thought there may have been fabric tear. The physician opted to realign the left common iliac limb with endurant ii limbs. The physician then used balloon angioplasty on the area. Upon final angiogram, the endoleak had resolved. It was reported that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received for this case reported that the patient had a repeat CT scan and the physician thought that patient had what appeared to be a type 2 endoleak. It was also reported that the physician felt, upon angiogram, that if there was a tear in the iliac limb it was only coming from the mid level of the iliac limb. The type of endoleak that resolved could not be confirmed. Event date updated based on confirmation of date of the CT scan confirming the presence of the endoleak. If information is provided in the future, a supplemental report will be issued.